Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d9. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. The device was tested all day on olympus¿ video processor with no signs of a black image, therefore, a root cause could not be identified. However, it was mentioned in the technical report evaluation (ter) that the cause of the event may have been likely due to the customer¿s processor or due to dirty connectors but cannot be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation uncovered no defects during the incoming inspection; the device was tested all day on a video processor with no signs of a black image. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unspecified procedure, a spontaneous disconnection occurred/ image disappeared temporarily on the 4k camera head. After turning off the processor and removing the camera and turning everything on again, the image would appear only for a while. After a few minutes, the situation repeats itself. The customer connected to a similar device and the image was corrected. There were no reports of patient harm associated with this event.